Manufacturer narrative:
(B)(4). Date sent: 1/13/2022. Additional information received: no more information can be obtained.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device (b) was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: device has fired, but no proper b-clamp forming, see uploaded photos, device cut. More information is not available. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Was there any difficulty opening the device? No! If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Patientenstatus was postoperative stabile. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? It had to be resected, but no re-operation was necessary (extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during the open wedge resection, the device did not clamp properly, see uploaded pictures, then a new instrument was opened and loaded with a new green magazine, which could not be released. Resection was necessary, a third instrument with green magazine was used for this. No patient consequences reported. No further information is available.